Event description:
A malfunction alarm, identified as malf 24, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was advised on using a backup therapy of multiple daily injections (mdi) and given instructions on returning the faulty pump. Training would be available in the customer¿s source account.